Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the connection portion of the extension guide wire separated onto the main guide wire and inside a balloon catheter. Resistance was felt and removal of the components as a unit retrieved the separation portion. The procedure was successfully completed with other new products. No further information was available. Reportedly, no patient injury was associated with this event.